Event description:
Distal embolization during pci using thrombectomy, treatment angiojet & balloon angioplasty. Investigator states rt device related also related to procedure. Male no risk factrs, chronic atrial fibrillation before randomization, angina assessment ccs4, abciximab dosage UK, developed an inferior mi. Pt. Randomized to rheoltic thrombectomy-xmi rapid exchange (4 passes), with complete successful resolution of the thrombus on rca dist 100% occluded. Additional balloon angioplasty was performed on r pda because of distal embolization after thrombectomy treatment, ef=45%.